Event description:
It was reported that the right ventricular (rv) lead showed gradually increasing pacing threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the product was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was additionally reported that the lead was capped and was replaced.

Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4): the product was not returned to the manufacturer, but performance data was received and analyzed. The save to disk noted no anomalies were found. Concomitant medical products: 4176, implantable pacing lead, (B)(6) 2010; 4196, implantable pacing lead, (B)(6) 2010. (B)(4).